Event description:
Two hearing aids are missing from my box after I reported that they increased my tinnitus which led to a (B)(6) hospitalization did not decrease the tinnitus. Phonak brand hearing aids did not help the tinnitus, so a different va ordered a brand from a different country altogether. I have one of the phonak brand hearing aids left that the (B)(6) hospital ordered. Hospitalization at the (B)(6) hospital. Ref report: mw5171099.